Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical/chemical stress was applied during device handling by the user. As a result, peeling occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ 3. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end of dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of air/water leakage from the distal end was not confirmed. Additionally, the coating of the insertion tube had its coating peeling. Due to a cut on the connecting tube, water tightness was lost. The insertion tube insulation had a crack. The adhesive found in the bending section cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced leaking from the distal tip. The event was identified during preparation for use. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the connecting tube had coating peeling. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.